Event description:
Physician was reviewing numerous scans from the previous day and complained that the quality of the images were of not as clear as he would like. There were no changes to the patients' plan of care. Testing continued at normal intervals. The tests were done by the same physician and the physician is very experienced. A commonality between all involved patients is obesity--patients were pregnant. Outside of this report, we have not had a trend with this device.